Manufacturer narrative:
The hill-rom tech found the brake caster not holding due to needing to be adjusted. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010, 2012, and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech adjusted the brake caster to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the brake caster is not holding. The bed was located at the account on the 7th floor. There was no pt/user injury reported. (B)(4)